Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the part associated with the reported event and failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken grip cable at the distal end.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the cabling system of the large needle driver frayed while in use. The procedure was completed with no reported injury.